Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt underwent an additional trial to obtain improved stimulation coverage in her foot. Follow-up clarified the pt's initial trial was successful; however, after receiving her permanent scs lead, the pt needs more coverage in her foot and will subsequently undergo surgical intervention at a later date to address the issue.